Event description:
On scene of pt with multiple gun shot wounds. Unable to see viable i.v. Sites immediately so initiated use of the intraosseous drill. When inserting needle into the right tibula the i.o. Drill bogged down, battery died and unable to insert. Fortunately, we were able to obtain one i.v. Antecubital with an 18g catheter. The pt could have used an additional line.